Event description:
A doctor reported 3 separate cases of adhesions to the posterior side of the mesh with the use of motifmesh for open ventral/incisional hernia repair. The adhesions were not "milky" soft that pulled away easily and re-intervention was required to "chip away" at the adhesions. The three cases occurred over a 2.5 year period prior to 2008.

Manufacturer narrative:
This adverse event was initially reported in 2008 through report # 3004859928-2008-0001. Only one report was made. As this adverse event reported 3 cases, additional report is now being retrospectively made, 3004859928-2009-00013.